Manufacturer narrative:
The pump powered up properly after the battery installation. The pump was received with operating currents within specification and passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored for 24 hours and no blank display anomalies were noted. The power connector plugged in and locked in place properly. No unexpected battery alarms were noted. The power management tool confirmed the unloaded voltage and loaded voltage were within specification. The pump was received with a cracked case on the back at the battery tube area. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed a battery error message and the display is blank. Customer's blood glucose was unknown at the time of incident. No further details given.